Manufacturer narrative:
Monitor sn (B)(4) and electrode belt sn (B)(4) have not yet been returned for evaluation. There is no evidence at this time that suggests a deficiency with the equipment. A supplemental report will be sent if a deficiency is identified during servicing. A treatable arrhythmia (ventricular fibrillation) was first detected by the lifevest at 03:08:14 on (B)(6) 2014. The treatment (03:14:34) converted vf to asystole. The response buttons were pressed intermittently prior to the event causing the delay between the initial arrhythmia detection and the delivery of the treatment. The lifevest operated according to its specifications. Post-shock asystole is a known risk of defibrillation. : monitor sn (B)(4): 04/2013, electrode belt sn (B)(6): 02/2014.

Event description:
A 79 year old male patient's friend contacted zoll customer support to report that the patient passed away on (B)(6) 2014. The patient was appropriately treated resulting in a post shock rhythm of asystole. The patient was then taken to the hospital where he was pronounced dead. Post-shock asystole is a known risk of defibrillation.